Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported the patient was hospitalized for peritonitis. On the day of peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, stat, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from peritonitis. The same day as the peritonitis diagnosis, pd therapy was discontinued. The pd catheter was removed and the patient was switched to hemodialysis, (ongoing). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.